Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the emergency dept and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device: monitor (B)(4): 03/2014- reuse, electrode belt (B)(4): 06/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 209bpm contributed to the false detection. The patient was in a train station at the time of the event. The patient was conscious and running for a train at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the emergency dept and will continue to wear the lifevest.